Event description:
In 2002, the end-user called medtronic minimed and stated that when the customer inserts the cannula in to their stomach it ends up bending. On 10/28/2002 maersk medical a/s received the complaint and 1 used set.